Manufacturer narrative:
Zimmer biomet (B)(4). Additional PMA/510(k) number ¿ k011245/k002188. Fax and first/given name unknown / not provided.

Event description:
It was reported that the patient had pain and the implant in tooth location # 2 had mobility and inflammation. Implant was discovered to be fractured and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem *d9: device available for evaluation change ¿no' to 'yes' g3: date received by manufacturer h1: type of report, h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one impl tapered sp 3.7mm 12m m octagon (spb12) was returned for investigation. Visual inspection of the as returned product identified significant damage about the implant threads, and the device is fractured in half at the drive feature base. The per indicates the patient has a history of bruxism. The reported product was located on tooth # 17 (fdi) and used for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Documents reviewed: IFU 9667 rev 2 - 10/19; breakage; page 2 device history record (DHR) review was completed for the subject lot number 61242190. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61242190) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (spb12). Therefore, based on the available information, device malfunction has occurred, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).